Manufacturer narrative:
Additional information: d4 - additional device information, h4 - device manufacture date based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete device information. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Event description:
It was reported that the patient experienced swelling and pain at the ipg site to due hematoma at the ipg site. As such, on (B)(6) 2021 the patient was hospitalized to address the issue. The hematoma was treated through fluoroscopic guided evacuating puncture, pressure bandage and ice application. Reportedly, the issue was resolved and the patient was discharged on (B)(6) 2021.